Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the circuit board was broken, the 1st regulator unit was faulty, the dampers were broken, the manifold unit was broken, and the suction tube was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset high flow insufflation unit to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the power does not turn on and max air feeding volume could not reach the standard. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of power was due to a broken printed circuit board (cr board). The root cause of the broken printed circuit board was unable to be identified. Additionally, it¿s likely the max feeding was out of specification due to a defective primary decompressing device (ru647900). The root cause of the defective primary decompressing device was unable to be identified. Olympus will continue to monitor field performance for this device.